Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the pod was tearing away from adhesive backing as treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The pod was received with the adhesive pad fully attached to the bottom housing. No damages or deficiencies were observed to the adhesive pad or welds. No problem was found. A tear was observed on the exposed portion of the soft cannula. Fluid was observed to exit the fluid path from this cannula damage. The exact cause and timing of this damage could not be determined.